Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue due to which the patient experienced high blood glucose level, which the patient tried to self-treat by delivering a correction bolus using the pump. On (B)(6) 2019, the patient was subsequently admitted to the intensive care unit for diabetic ketoacidosis. The patient's highest blood glucose level was 550 mg/dl. The patient received intravenous insulin drip and fluids as corrective treatment, which resolved the issue. The infusion had been in use for one day and there was no permanent damage to the patient. On (B)(6) 2019, the patient was released from the hospital after spending two days in the intensive care unit. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.